Event description:
During gynecology-urological procedure, the instrument was placed on the field and attached to the ligasure triad generator. It was placed in the patient but would not operate. It was removed from the field and a new device was required to complete the surgery.what was the original intended procedure?repair of a cystocele.